Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 224mg/dl. Troubleshooting was performed. The caller stated that the device also alarmed motor error during the basal delivery, and the drive support cap was flush. Assisted the customer to run a displacement test and passed. The self test was completed and failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the connector and lcd isolation tape.